Event description:
According to rn, the pt reported some itching pre treatment. The pt was cannulated and dialysis treatment started when about 3 hours into the treatment the pt reported severe itching. The pt was medicated with 50 mg. Diphenhydramine IV at that time. The med was notified. The pt was able to complete dialysis as ordered and was discharged to home at the end of treatment stating she felt better prior to discharge. The plan is to trail a different dialyzer membrane for the next treatment. It was learned on 3/2006 that the pt continues to have symptoms of itching, but minimal at this time. The pt is currently receiving dialysis with a different dialyzer. There is no sample available.